Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2026, this patient underwent an endovascular treatment for thoracoabdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprosthesis (tambe). Gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was used as branch components. All the planned devices were successfully deployed. The patient tolerated the procedure. On (B)(6), 2026, a follow-up CT scan showed an endoleak, which was determined as type ic endoleak from the superior mesenteric artery (sma). On (B)(6), 2026, an additional endovascular procedure was performed. Angiography for the sma showed a minor endoleak. Balloon inflation by a 10 mm pta balloon was performed for the landing zone of the sma. The endoleak disappeared. The reporting physician commented as follows: it was such a minor endoleak that it could not have been detected without magnifying. Since the vbx device on the sma slightly expanded when balloon inflation, it is possible that the initial measurement of the sma diameter prior the index procedure was not accurate.